Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and the patient experienced bradycardia and was symptomatic. There was no syncope reported. Reprogramming efforts were performed. However, the physician was concerned about the battery impact of the reprogramming. Technical services confirmed that the device has been depleting normally. The power consumption is within the expected range based on the settings and therapy delivery. At this time, this rv lead remains in service and no adverse effects have been reported.